Manufacturer narrative:
No malfunction is supported. Strips and log files reviewed by software development engineering determined that the p-waves were above the minimum detection threshold of 150 uv leading the algorithm to detect them as valid beats and then attempt classification. Based upon the timing and shape of the beats and comparison with existing templates and algorithm rules, some beats were classified as ¿v¿ for ventricular initially but subsequently, additional beats were classified as ¿n¿ for normal beats. Additionally, though the patient did not have a pacemaker, the customer had configured their device to default to paced/unconfirmed, and did not then disable pacing detection upon confirmation that this patient did not have a pacemaker. This changes the performance of the algorithm when it is expected that a pacemaker may be present, disabling the complete heart block logic within the algorithm. Based on the above-described audit logs and strips provided, it is determined that the incident is not consistent with a malfunction of the device.

Manufacturer narrative:
. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in ER bed 2 had a 10.5 second period of ventricular standstill followed by another 5 second period and 3rd degree heart block for approximately 1 minute but the information center ix did not alarm. The issue occurred on (B)(6) 2018 at 22:40. The patient was moved to the ICU.